Manufacturer narrative:
Available details indicate that the battery fault was due to malfunction of battery. The battery was replaced by customer themselves and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that device has battery fault as it's unavailable when power is disconnected. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.